Event description:
It was reported that the patient experienced recurrent hypoglycemia with prolonged recovery and subsequent rebound hyperglycemia while using the ilet; review of usage indicated overcorrection of lows, unannounced snacking, and distress triggered by cgm low alerts, with concern for device malfunction though no device component was implicated. Symptoms included hypoglycemia, hyperglycemia, anxiety, and distress. Outcomes included medication-level intervention. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed no device problem was found, and a usage problem was identified consistent with improper or incorrect procedure or method; a device component was not applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.